Event description:
The customer reported that during testing the safety tests were noisy and the energy delivered out of range.

Manufacturer narrative:
(B)(4), the customer reported that during testing, the safety tests were noisy and the energy delivered out of range. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. Based on the customer's report, we will consider this is a reportable malfunction of the unit. We cannot determine the cause.